Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not turn on during treatment of patient in ventricular fibrillation. The device was in use on a patient. A member of the health team had to leave the department to go retrieve a different defibrillator, while heart massage was being performed. Another defibrillator was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Manufacturer narrative:
.